Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight and event information.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that patient had ineffective therapy started on an unknown date. Diagnostics indicated high impedance on 7 of 8 contacts. Physician replaced the lead. No complications were reported during the procedure and post operative therapy was achieved.